Event description:
User alleges several events of when performed a blood draw and, when event to engage the needle, the needle could not click into the needle protection device. No needle sticks reported. User reported that needles bend when go to engage and typically occurs when engaging on a soft surface of the bed.

Manufacturer narrative:
Results: our investigation into this event is very limited as the user facility did not retain the needle used in this event. A review of our complaints database show no other reports on this device lot number of the finished good or the needle lot number. A review of the labeling reveals this issue is identified in our instructions for use: a review of the instructions for use reveals: warning that states "bent or damaged needles can result in breakage or damage to the tissue or accidental needle puncture. If the needle is bent or damaged, no attempt should be made to straighten the needle or engage the needle-pro device. The needle-pro device may not properly contain a bent needle and/or the needle could puncture the needle protection device which may result in a needle stick with a contaminated needle." And a work step "after procedure is completed, press the needle into the sheath using a one-handed technique by gently pressing the sheath against a flat surface." No corrective action has been assigned as this event is likely due to user error. This report has been logged for trending purposes.